Manufacturer narrative:
Results: DHR review for batch 7053948 manufacturing dates: 02/28/2017 to 03/06/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7053948 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: four 3ml integra syringes were received by bd (B)(4) and evaluated. 1 syringe was loose with no batch # identification ¿ no visible damage or stopper leakage observed in the sample. No defects found. 1 syringe in an opened package from batch #7146771 (p/n 305269) ¿ no visible damage or stopper leakage observed. The sample had tape attached to the sample which read ¿see video¿ however no video was provided to the site for evaluation. 2 syringes from batch #7053948 (p/n 305269) ¿ one syringe was found with liquid in the plunger rod. Close examination revealed the stopper had a hole in it. The second syringe had no visible damage or leakage. Based on the sample evaluation: confirmed: bd (B)(4) was able to confirm the customer's indicated failure. Root cause for leakage past stopper: an injection molding process issue contributed to the incomplete part (¿hole in stopper¿) found in some of the samples received. Insufficient or inconsistent heat to properly fill and pack the part was identified as the primary contributor of the defect. The failure was confirmed to be a heating problem from the auxiliary mold temperature control unit. CAPA (B)(4) was opened to address the product defect and failure mode identified. Conclusion: an injection molding process issue contributed to the incomplete part (¿hole in stopper¿) found in some of the samples received. Insufficient or inconsistent heat to properly fill and pack the part was identified as the primary contributor of the defect. The failure was confirmed to be a heating problem from the auxiliary mold temperature control unit.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use, that the 25 g x 5/8 in. Bd integra¿ 3 ml syringe with detachable needle leaked past the stopper. There was no report of injury or medical intervention.